Manufacturer narrative:
(B)(4). This is report of a use error, where the patient was connected during prime. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide also instructs the user to verify that the patient line is properly primed. Lastly, the guide provides step-by-step instructions for properly repriming the patient line. A review of the label for the product family will be conducted. Should relevant additional information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm, it was reported that the patient was connected during prime. The technical services representative reviewed proper procedures with the caregiver and advised the caregiver to restart therapy using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.